Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppage, low speed advisory and driveline disconnect alarms on (B)(6) 2014 between 2:45 am and 3:30 am. The patient's aortic valve is oversewn and it was anticipated that the patient would have experienced dizziness or other symptoms; however, the patient denied feeling different. The patient reportedly fell asleep on batteries and the system controller exhibited a brief audible alarm and then stopped. The patient reportedly switched to tethered power support and denied experiencing any further audible alarms afterwards. The pump stoppage events were confirmed based on the log file information. There were no additional alarms prior to or after the events on (B)(6) 2015 that were captured in the log file. The system controller was exchanged.

Manufacturer narrative:
The system controller was returned for evaluation. The reported incident of pump stoppages was confirmed with the log file that was retrieved from the returned system controller. The log file captured motor stopped events were recorded on (B)(6) 2015, when the system was supported on the power module. The events did not appear to occur on battery power. The system controller was functionally tested and was found to operate as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history. No functional issue was identified during the analysis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 months. (Calculated from the date when the system controller was issued to the patient.) The device was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.